Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that his blood glucose was 497 mg/dl, which he treated with injection. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. Air bubbles were found in the tubing toward the tubing connector from the reservoir. The approximate size of air bubbles was reported to be half an inch. The customer stated he had not rewound the insulin pump with a reservoir in place. The insulin was not stored at room temperature to prevent gassing out when it warms up in the insulin pump. He was advised to deliver a 5 unit fixed prime until the air bubbles were no longer visible and was then advised to repeat this process. The customer changed the fixed prime amount back to the appropriate cannula prime amount for his infusion set of 0.8 units. It was advised that the customer change the infusion set. The settings and history appeared correct. Nothing further was reported.